Event description:
It was reported that the valve was loose and the device leaked during a gynecological procedure. There was no collapsed abdomen, but the leaking was "bad" and to "keep the insufflation up" more air was used, causing noise and inconvenience. There was no patient injury or adverse effect. The device was not replaced and was used throughout the procedure. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was received in good visual condition. The obturator was not returned. Upon evaluation, the stopcock met the current standards for friction, showing sufficient friction to prevent unintended movement within the stopcock. The device history record was reviewed and no discrepancies were found.